Manufacturer narrative:
The device was returned to the manufacturer for evaluation. It was identified that the handpiece required replacement of all major parts due to: corroded coilform, faulty transducer, and worn out cable assembly. Handpiece housing and connector were also replaced. The device history record documentation and service history summary were reviewed and no anomalies that could be associated with the complaint incident were observed. The complaint was verified as valid.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was initially reported on (B)(6) 2019 by the sterile processing department (spd) educator that on (B)(6) 2019, a c2602 cusa excel 36khz straight handpiece had no cooling circulation. Additional information was received on 08feb2019 indicating that the product problem was discovered before surgery. There was no patient contact and injury. The patient was prepped for surgery. The product problem caused a half an hour delay in surgery.